Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported there was leakage. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens. The sample has been used and has residues of an unknown drug. There are droplets of the substance between the stopper ribs. No other defects or imperfections were observed. Since the sample is contaminated a leakage test could not be performed. The two photos provided show the sample received. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed but a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked. The following information was provided by the initial reporter: "leakage".